Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated and the reported difficult or delayed activation (difficulty to deploy the clip) appears to be related to user technique. However, a cause for the single leaflet device attachment/ slda cannot be determined. The poor image resolution was related to procedural circumstances as there were difficulties in visualization due to the equipment. The additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficult to deploy, single leaflet device attachment/slda, and medical intervention it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted pre-existing flail and visualization issues due to equipment. The clip delivery system (cds) was advanced to the mitral valve, and the clip was about to be deployed. However, visualizing the clip was difficult and the physician inadvertently did not pull the actuator knob back far enough. The second physician pulled the actuator knob some more and the clip deployed. But then the clip became detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The slda is possibly due to the user experiencing difficulty with visualization and deployment, but this could not be confirmed. A second clip was deployed to stabilize the slda. Two clips were implanted, reducing mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.